Manufacturer narrative:
Concomitant product: bd 10 ml syringe, therapy date (B)(6) 2016. The customer¿s report of channel error was confirmed. Physical inspection noted the device to be in overall fair condition with the instrument seal intact. There were no anomalies observed. The concomitant pcu was not received. Review of the syringe module error logs confirmed one instance of the channel error syringe motor watchdog failure (error code 351.6610.0) which occurred on (B)(6) 2016 at 3:19pm. At that time the syringe module was infusing via a bd 10ml syringe at a rate of 6ml/hr with a vtbi of 1ml. A test infusion was programmed using a lab pcu test device. The test infusion completed multiple syringe cycles over a two day period with no alarms or malfunctions replicated. The root cause of the channel error has been identified as a software issue.

Event description:
The customer reported that a channel error with the error code 351.6610 occurred during an unspecified infusion. Although requested additional information has not been provided; there was no patient harm.